Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was noted to have occasional undersensing seen on stored electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.